Manufacturer narrative:
Approximate age of device - 3 years, 1 month. The patient remains on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2003. It was reported by the vad coordinator that the lvad produced elevated powers of and low flow alarms on (B)(6) 2017. The patient was in chronic atrial fibrillation, and the lvad clinicians suspected that the pump had ingested a clot. A log file was provided to the technical services representative for review and confirmed the elevated powers and low flow alarms. It was reported on (B)(6) 2017 that the event appeared to be a transient, and the patient did not have any prolonged issues and was doing very well.

Manufacturer narrative:
Review of the submitted system controller log file confirmed a momentary power elevation up to 17.6 watts on (B)(6) 2017 at 05:24. The average pi dropped to 2.2 and a low flow hazard alarm became active at the same time. The remainder of the log file appeared unremarkable. Based on past experience with the left ventricular assist device and similar reported events, a transient pump power elevation with a corresponding decrease in the average pi can be indicative of device thrombosis; however, the event appeared transient and the patient was reportedly doing very well after the event. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.